Event description:
A report was received that the patient underwent revision wherein the ipg was relocated down to his abdomen due to discomfort of previous location and extensions were added. The patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).